Event description:
Unable to walk and had to use a wheelchair [abasia]. Pain in right knee [arthralgia]. Case description: spontaneous report received on (B)(6) 2009 from an (B)(6) male pt with a history of osteoarthritis and previous synvisc injections 3-4 years ago on unspecified dates, initials (B)(6), who experienced right knee pain was unable to walk and had to use a wheelchair after receiving synvisc-one. The pt rec'd a synvisc-one injection in his right knee on (B)(6) 2009. The pt reported that he had pain in his right knee after receiving synvisc-one. He stated that he was unable to walk and had to use a wheelchair. He reported that he spoke with his physician, who requested that he return to the office for a cortisone shot. The pt stated that he did not want to go back to his physician. The pt reported that he was resting and applying ice, but both were not providing right knee pain relief. Add'l info was rec'd on (B)(6) 2009 from the health care provider who confirmed the pt had a history of severe, x-ray grade 4, osteoarthritis for an unspecified number of years. He updated the medical history to include previous treatment with nsaids, steroids and synvisc, prior effusion, joint narrowing and osteophytes. The hcp confirmed the pt rec'd one synvisc-one injection on an unspecified date in his right knee and effusion was collected before the injection. The hcp confirmed the pt experienced right knee pain and was unable to walk and had to use a wheelchair. The pt's inability to walk and use of a wheelchair had an onset date of (B)(6) 2009, was severe in intensity, was treated with a cortisone injection on (B)(6) 2009 and had a probable relation to the synvisc-one injection. The pt's right knee pain had an unspecified onset date, was severe in intensity and had a probable relation to the synvisc-one injection. No exudate was collected after the synvisc-one treatment and possible precipitating events of the pt's symptoms described included previous synvisc. At the time of this report, the outcome of the pt was unk. The lot number was reported to be (B)(4) with an expiration date of (B)(6) 2011. Add'l info was rec'd on (B)(6) 2009 in the form of qa results. The production and quality control documentation for lot # z08081, with expiration date 12/2011 was reviewed. The investigation showed that the product met specs. No associated non-conformances were noted. MFR's comment: the benefit-risk relationship of synvisc is not affected by this report.

Manufacturer narrative:
Eval summary: the production and quality control documentation for lot # z08081, with expiration date 12/2011 was reviewed. The investigation showed that the product met specs. No associated non-conformances were noted.